Manufacturer narrative:
Unit passed displacement test. Unit received with partial display and pump error 53 found in the pump history (linenumber = 298 and filenumber = 6) due to corroded electronic assemblies. Unit received with corroded battery and corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump received software error. The customer¿s blood glucose level was 231 mg/dl. The customer reported that they were able to clear the alarm. The customer performed self test and it was not okay. The device will be returned for analysis.